Event description:
It was reported that during a low anterior resection procedure, the upper ring did not form. The specimen side was not completed fully. One side of the donut was bleeding. Procedure prolonged by 180 minutes. Patient is good.